Event description:
In the morning the continuous renal replacement (crrt) machine alarmed. Rn checked the alarm to find that the screen said "system malfunction." No choices were given on the screen. The instructions stated to return the blood by crank. Rn did not do so due to the risk of clots being returned to the patient. Patient was disconnected from the machine. Machine was turned off, then back on, and at that point the rn was able to download data to the data card.